Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired due to complications of a cerebral hemorrhage. The pt's international normalized ratio (inr) was 2.9 at the time of the bleed.